Event description:
It was reported that the patient with this right ventricular (rv) lead received a total of 8 shocks for what appears to be a wide complex rhythm, possibly being a fast ventricular tachycardia. When the episode was reviewed, anti-tachycardia pacing was not effective, and the shock did not convert either. The first seven shocks showed normal impedance values but the last one, with reversed polarity, showed a high, out of range shock impedance message. The presenting electrogram shows what appears to be ventricular pacing and capture. There was a signal artifact monitoring episode recorded in the device that remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).